Event description:
It was reported that the patient presented for a follow up in clinic. It was observed that the patient had pocket erosion. The patient was stable. The pacemaker was explanted and replaced on (B)(6) 2021. No patient consequences reported post procedure.